Manufacturer narrative:
(B)(4). Visual inspection was performed on 1 piece from product code dp-40k that was received as part of this complaint, sample returned was used and its original packaging is missing, also one component used to cover the tip of product was not returned. No damages are observed in piece. Dimensional test according to (B)(4) were performed to blade and core obtaining acceptable results. Functional test was performance to piece received obtaining acceptable results, the piece make the correct return according to specification. No corrective actions can be established since the material demonstrated are functional, due to no issues from functional test were detected during the inspection. The DHR reviewed showed that there were no issues related to the reported failure mode neither on the product or its components during the manufacture of this material. Functional tests was performed to unit received obtaining acceptable result. The condition reported is not observed based on sample provided; there is no sufficient evidence to assure this issue was originated during the manufacturing process. The root cause for the condition reported could not be identified.

Event description:
Alleged event: a 4mm aortic punch would not release, causing a tear in the arterial wall of the subclavian artery. The physician was able to repair the wall. The patient's condition was reported as unknown.

Manufacturer narrative:
Qn#(B)(4). The device history record of batch number 74j1400869 has been reviewed and no issues or discrepancies were found which could potentially relate to the complaint. The device history record shows that the product was assembled and inspected according to the manufacturing specifications. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: a 4mm aortic punch would not release, causing a tear in the arterial wall of the subclavian artery. The physician was able to repair the wall. The patient's condition was reported as unknown.